Event description:
In 1992, pt underwent left total hip replacement. Following, on september 1, 1998, pt complained of pain and examination revealed a tine had fractured off of the shell. As a result, in 1999, pt underwent revision of acetabular shell and liner where poly wear and osteolysis were noted.